Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the balloon was removed as mentioned on the event description. Balloon was not returned for analysis. Stiffening wire was exposed due to removal of the balloon and was deformed. This observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A complete functional test can not be performed due to the condition of the complaint can not be replicated. However, due to the damage observed, it is possible to confirm the reported allegation. Properly handling and attention to the approved use of the device diminishes the risk of failure. With available information a complete potential cause can not be determined. Surgical technique (B)(4) was reviewed and the following relevant statement regarding deflation and retrieval of the balloon were found at page 29: gradually decrease the pressure by turning the handle of the inflation system counterclockwise, until the manometer indicates approximately 10 atm (150 psi). Slide the white wings forward while pulling the handle all the way back slowly and wait a few seconds to fully deflate the balloon and draw a vacuum. Release the wings with the handle pulled all the way back, to seal the vacuum. Notes: hold the working sleeve in place and pull firmly on the catheter to retrieve the balloons. If the balloon does not deflate, check the connections to the inflation system, draw a vacuum again, or assemble the vacuum syringe to draw a vacuum and deflate the balloon. If it becomes difficult to remove the balloon catheter through the working sleeve, twist the catheter while firmly pulling the catheter. If removal is still difficult, remove the balloon catheter(s) along with the working sleeve(s), then re-access the vertebral body using the working sleeve with the trocar assembly. Once the re-access is completed, remove the trocar. Precaution: only reinsert the stiffening wire when balloon is outside the patient. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.804.701s, lot # 82336833. Manufacturing site: werk selzach logistik. Release to warehouse date: 06.may.2025. Supplier: (B)(4). Expiration date: 01.may.2027 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an unknown surgery performed on an unknown date. During the surgery, inserting and removing the balloon was difficult. Although the surgeon managed to insert it, he was unable to remove it, so he removed the balloon along with the outer tube, cut the balloon outside the body, and then re-accessed the outer tube. The surgery was completed successfully with no delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (expiration date), d9 and h4. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot) corrected: d4 (primary UDI number) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.